Event description:
It was reported that the pt experienced an infection and the implantable neurostimulator was removed. The infection-causing organism was not provided. No further details or pt outcome were provided. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).